Event description:
Additional information reported indicated that the patient had an appointment with their doctor or manufacturer representative on (B)(6)-2012. It was unclear if the patient still had concerns or if everything had been resolved. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect just before (B)(6) 2011. The patient cannot feel stimulation unless she moves a certain way and sometimes feels stimulation "too high." It was noted that there was no known accident or incident related to this event. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3889-28 lot# v681796 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).